Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, foreign matter (black spots) was embedded in the wall of one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 20-mar-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received one (1) sample and one (1) photo for investigation. The analysis of the customer photo revealed foreign material at the bottom of the tube. Additionally, the visual inspection of the customer sample showed embedded foreign material, with one out of one sample failing due to this issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: embedded foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, foreign matter (black spots) was embedded in the wall of one (1) tube. No adverse impact was reported regarding the patient or user.